Event description:
The cause of the event was the patient did not show for an appointment. A catheter dye study was performed on (B)(6) 2012. The catheter was bolused and the pump restarted at the rate she came in with. It was noted there was no injury. The pump was delivering compounded baclofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump critical alarm was heard and confirmed by telemetry. The alarm was due to the pump reaching zero reservoir volume on (B)(6) 2012. The patient experienced nausea. The device system was used to deliver compounded baclofen. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.